Manufacturer narrative:
The main component of the system. Other relevant device(s) are: sa-85 sn (B)(4), expiration date: 2015-11-01. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another manufacturer¿s stent graft system was implanted in a patient for the endovascular treatment of an 81 mm diameter abdominal aortic aneurysm. It was reported that fifteen heli-fx endoachors were implanted to repair a type ia endoleak from another manufacturer¿s device. There was femoral occlusion and the patient had limb ischemia. The investigator assessed this event as related to the re-intervention procedure. The patient had lower extremity arterial intervention and the event was resolved. No additional clinical sequelae were reported and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.